Event description:
It was reported in a scientific article that during an eval study on many epilepsy pts implanted with vns device, there was a technical malfunction of the generator noticed in one vns pt. Good faith attempts are being made for additional details.

Manufacturer narrative:
Article reference: kuba r, et al. Vagus nerve stimulation: longitudinal follow-up of pts treated for 5 years, seizure: eur j epilepsy (2008).